Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that a few minutes after dropping the pump on (B)(6) 2017, a loss of prime occurred. At the time of the call, the patient had a blood glucose of 583 mg/dl with small ketones, abdominal pain, excessive thirst and urination. The patient received no unusual treatment. Customer support assisted the patient with the priming process and attributed the loss of prime to an environmental/activity trigger and subsequent use error. Patient continues on the pump. This complaint is being reported as the patient experienced hyperglycemia related to user error..